Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
According to the distributor, the pt stated that the pump was not properly delivering the basal insulin as programmed in the pump. The pt's blood glucose (bg) on (B)(6) 2010 was reportedly 120 mg/dl. The next morning the pt's bg was 450 mg/dl. The infusion set was reportedly not bent and the pt changes the infusion site every 3 days. There were no alarms in the history and the pt was not reusing cartridges. The pt denied seeking medical attention.